Event description:
The patient was intubated and primary nurse and I was inserting a small bowel feeding tube. The initial tube had the end piece as I examined prior to insertion, and after patient coughed, the tube was removed, and I noticed the tip was missing. Patient spo2 dropped, became tachycardic, called dr. (B)(6) with fear of a piece of the small bowel feeding tube was lodged in the lungs. Dr. (B)(6) did a bronchoscopy at bedside, had to use a glidescope with magill, found the tip of the small bowel feeding tube on the outside of the endotracheal tube and above vocal cords. Several attempts were made with piece of, and trauma to the nares and back of throat was noted with bleeding. Tubing set recovered and isolated. Vendor and manufacturer to be notified. FDA safety report ID# (B)(4).